Event description:
Complainant alleged that the paramedics were monitoring a pt (age and gender unk), when a large dot appeared in the center of the monitor screen. The paramedics continued to monitor the pt using the device printout. There was no adverse effect on the pt.